Event description:
It was reported that the patient presented via a remote transmission with non-sustained lead noise episodes caused by a mismatch between the near field and far field channels during premature ventricular contractions. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.